Event description:
Reporter stated that patient obtained a blood glucose result of 608 mg/dl on the advantage system. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display as "hi". Reporter indicated that patient did not modify therapy based on this result. No resultant injury was reported. Technical support requested the return of the suspect product and replacement product was shipped.